Manufacturer narrative:
(B)(4) (mainframe, nim 3.0): the product analysis indicates the mainframe came in missing two feet. It had an older software version, an ethernet failure, and an incorrect power cable connection. The mainframe was disassembled, cleaned, two new feet were installed, the ethernet cable was reconnected, power cables were reconnected, the software was upgraded, the mainframe was reassembled, and tested to manufacturing specifications. The reported issue could not be duplicated or verified. Note: there will be a total of 2 reports filed for this event; one for the mainframe and one for the emg tube. This is report 1 of 2. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to service and repair that the nim mainframe was not responding when the emg tube was placed. Only the sound of current passing was heard, but there was no response when the surgeon was stimulating directly on the vagus nerve (rln). A replacement nim was used to complete the case. There was no patient impact or injury.